Event description:
Additional information received from the consumer reported the steps taken to resolve the tingling felt in the right leg when the device was off was turning the therapy setting to zero. Following this the issue was resolved.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer implanted for spinal pain reported they didn't seem to need therapy because of the pain medications they were taking. However, three weeks prior the consumer slipped and went down to their knees when bowling and one week ago they felt a tingling in the right leg like when the implant was on, but the implant was off. The consumer contacted their healthcare provider's office who told them to contact the manufacturer to make sure the device was off. The recharger was used to connect with the implant and showed the implantable neurostimulator (ins) was about 50% charged and therapy was off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.